Manufacturer narrative:
The reported event of inappropriate shock at 154 bpm due to ventricular fibrillation therapy assurance (vfta) was confirmed. The vfta was activated when two low amplitude r waves, which were determined to be noise that were sensed on the farfield channel, and occurred during a re-diagnosis of a ventricular tachycardia (vt) episode. Thus, the device diagnosed ventricular fibrillation since the rhythm met the fibrillation classification, which lead to high voltage therapy being delivered. The firmware vfta algorithm implementation behaved per requirements and design.

Event description:
New information received notes that programming interventions were made.

Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.